Event description:
It was reported that the pt had high ventricular lead impedance and a pause associated with noise reversion. The device was non invasively reprogrammed. Verifying lead connection into header was discussed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.